Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the reported difficulty and subsequent medical intervention appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide device referenced is filed under a separated medwatch report number.

Event description:
It was reported that suture placement in the left common femoral artery (lcfa) and right common femoral artery (rcfa) was attempted with proglide devices using the pre-close technique via a 6f sheath on lcfa and rcfa prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, there was no suture present when the plunger was removed on the device attempted in the lcfa. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to 12f the procedure was completed and hemostasis was achieved with successfully pre-placed sutures. Furthermore, the sutures of two devices were successfully pre-placed on the rcfa and the sheath was upsized to 16f; however, when tighting the knot on one of the devices, the suture broke. Hemostasis was achieved with manual arterial compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.